Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors.

Event description:
It was reported immediately after performing a needleless connection device change on a huber needle when flushing the line saline was leaking, so another connector was placed, and the leak was still present. After that it was surmised that the distal connection on the huber needle tubing was damaged. The huber needle was changed after that, and the connector was cracked. This huber needle was placed on tuesday, 10/28, and has had the needleless connector changed every 12 hours because propofol has been being infused through that line. The issue of leaking has never been noticed until this event. No further information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leaking infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was one 20ga x 0.75¿ powerloc max safety infusion set without y-site. Usage residues were observed throughout the sample and the safety mechanism was engaged over the needle tip. Microscopic inspection of the luer adapter revealed abundant superficial stress fracturing throughout the threaded region. A complete fracture was observed extending from the luer orifice to the finger tab opposite the gate mark from the molding process. It appeared that over-tightening of the injection cap may have contributed to the observed damage; however, the abundant superficial stress fracturing and complete split suggested that an unidentified environmental factor(s) affected the mechanical properties of the luer material. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time.